Event description:
It was reported that during preparation of the 3.5x38 rx xience prime stent delivery system, resistance was encountered when attempting to remove the protective sheath. The sheath could only be partially removed. Additionally, the stent outer diameter was noted to be bigger than normal. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure due to the device issue. A new xience prime stent system was used successfully to treat the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The resistance during sheath removal was not able to be confirmed due to the returned condition of the stent implant. The stent implant was stationary on the tightly folded balloon between the markers. There were mangled struts in the seventh and eighth rows of the proximal end of the stent implant. The stent implant outer diameters (od) were measured and met manufacturing criteria. It is likely the mangled stent struts are what were reported as bigger than normal stent outer diameter, therefore the complaint is considered confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.